Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿capsular contracture ii¿, ¿snowstorm sign¿, ¿radial folds in cie¿, ¿liquid-liquid level¿, ¿herniation in csi, with ladder sign¿, ¿pain¿, and ¿induration¿." Device remains implanted.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿capsular contracture IV¿, ¿snowstorm sign¿, ¿radial folds in cie¿, ¿liquid-liquid level¿, ¿herniation in csi, with ladder sign¿, ¿pain¿, and ¿induration¿." Device has been explanted.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿capsular contracture ii¿, ¿snowstorm sign¿, ¿radial folds in cie¿, ¿liquid-liquid level¿, ¿herniation in csi, with ladder sign¿, ¿pain¿, and ¿induration¿." Device remains implanted.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿capsular contracture ii¿, ¿snowstorm sign¿, ¿radial folds in cie¿, ¿liquid-liquid level¿, ¿herniation in csi, with ladder sign¿, ¿pain¿, and ¿induration¿." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿capsular contracture IV¿, ¿snowstorm sign¿, ¿radial folds in cie¿, ¿liquid-liquid level¿, ¿herniation in csi, with ladder sign¿, ¿pain¿, and ¿induration¿." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is not related to the device. ¿ crease/folding of implant: unable to observe due to quality photo. ¿ pain: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6